Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted. On (B)(6) 2024 at 0530, she experienced loss of consciousness and seizure. An unspecified time prior to passing out, the egv was 110 mg/dl, but she was already feeling hypoglycemic at that time. The patient was unable to check the bg because she passed out. The patient was unconscious for 3.5 hours. The patient took no medication or treatment prior to or after recovering from loc. When she work, she called 911 right away and an ambulance came. The egv at that time was not specified nor clarified. It was not specified nor clarified whether ems checked a bg. The patient was treated with unspecified glucose and zoran for nausea and transferred to the hospital. At the hospital, the egv was 85 mg/dl but the bg was 65 mg/dl. The patient received no further medical treatment. The patient was discharged on the next day (B)(6) 2024. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.